Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a surgery. During blade insertion, it got stuck in the middle of the femoral neck. Therefore, the surgeon removed the insertion handle once and checked. The insertion handle and the blade were not able to be detached. It was noted the patient¿s bone quality was good, so a lag screw was used for internal fixation instead. The surgery was completed successfully with an alternative and no surgical delay. The patient status/outcome was reported as stable. This report is for a connection screw. This is report 3 of 3 for (B)(4).